Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are a known side effect of eswl.

Event description:
OEM storz medical ag was informed by medical personnel from treating hospital that a patient was diagnosed with hematoma post eswl treatment. The facility and physician has provided limited information concerning the patient pre and post eswl treatment. Patient was admitted for treatment on (B)(6) 2023 for left renal stone which was complicated by 7x5x9cm perinephric hematoma with haemorrhagic shock.